Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right side rupture. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified broken shell and fold creases. A weight test of the device was verified and the device was underweight. A microscopic analysis was performed which identified broken sharp edge in the shell with stress marks/nick assessed as surgical impact opening. A dimensional measurement in the shell was performed which identified the thickness was within specification. Based on the device analysis the final assessment was a sharp broken edge in the shell with nick/stress marks due to surgical impact opening.

Event description:
Patient reported right side rupture. Device has been explanted.